Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013 for treatment of severe asthma. This complaint is being reported based on hospitalization of the patient for the event of atelectasis post bt procedure. According to the complainant, the patient has pure asthma with no comorbidities and is not taking any additional therapy drugs, except those for his asthma. On may 30, 2013, the patient presented for his first bt procedure with a slight increase in catarrh but without any signs or symptoms of respiratory infection. The first bt treatment to the right lower lobe was successfully completed with no issues noted to the device. Following the procedure, later that day, the patient had a follow up visit with his doctor. While examining the patient, the physician noted that respiratory sounds could not be auscultated in the right lower lobe and there was a decrease in saturation. A computed tomography (CT) scan was performed and revealed that the right lower lobe appeared ¿closed.¿ the patient underwent a repeat bronchoscopy to investigation the cause and the physician subsequently found a highly viscous ¿rubber cap¿ within the lower bronchus. The ¿rubber cap¿ was removed from the patient and was described as being ¿mucolytic.¿ the patient was hospitalized following this procedure for observation. According to the physician, the patient has started to feel better. His oxygen saturation has increased to 96% with the assistance of oxygen therapy at 2 liters per minute. A preliminary analysis of the ¿rubber cap¿ revealed that it was composed of mucous and fibrin, with a high infiltration of neutrophils and eosinophils. On june 6, 2013, the patient was discharged from the hospital.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. Patient event of atelectasis. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.